Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-29. H.6 investigation summary: "material #: 301746. Lot/batch #: 2019257. Bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure modes for foreign matter and bent cannula with the incident lot were observed. White and green foreign materials were observed on the customer samples. Fourier-transform infrared spectroscopy (ftir) indicated that the white material is polystyrene and the green material is polypropylene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and bent cannula. Bd has initiated further root cause investigation relating to the issues of foreign matter and bent cannula through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle that there are white flocculent foreign objects on the surface of the needle body. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "open the outer package and find that the needle tip is bent, and there are white flocculent foreign objects on the surface of the needle body."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle that there are white flocculent foreign objects on the surface of the needle body. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "open the outer package and find that the needle tip is bent, and there are white flocculent foreign objects on the surface of the needle body."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.